Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. The decision was made to explant and replace this rv lead. There were no adverse patient effects reported.

Manufacturer narrative:
It is unknown whether this rv lead will be returned to boston scientific. At this time there is no additional information. Should additional information become available this report will be updated.